Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's son reported via phone call that insulin pump had alarm for bad battery and battery out limit. Customer went to emergency room due to high blood glucose of 766mg/dl. Customer also had blood glucose of 450mg/dl, 740mg/dl and 550mg/dl. Customer was off to insulin pump for two days. Customer was treated with bolus. Customer reports insulin exited at the quick release. Customer also had bent cannula. Product will not be return for analysis.